Event description:
It was reported that the maryland bipolar forceps instrument expired prematurely and chipping at the base of the forceps was observed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering tested the instrument on an in-house system and found the instrument to be fully functional with 8 uses remaining. Engineering observed charring and melting of the yaw pulley cover at the base of the grips. Engineering also observed a deep scratch on the main tube where material has been removed. The damage is located approx .150" from the interface with the proximal clevis. Based on the appearance, the damage may have been caused by instrument collisions. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.